Event description:
It was reported that during a procedure, the fiber got broke at the distal side, inside the endoscope, but the fiber did not fall out inside the body. The procedure was completed with another device without patient complications.

Event description:
It was reported that during a procedure, the fiber got broke at the distal side, inside the endoscope, but the fiber did not fall out inside the body. The procedure was completed with another device without patient complications.

Manufacturer narrative:
H6: component codes updated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a that the fiber was broken into pieces, thus, confirming the reported event. Microscopic analysis found that the fiber tip was degraded and the connector was in good condition. The functional tested indicated that there was one treatment used. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause not established was assigned to this investigation, as the most probable cause is still being investigated.